Manufacturer narrative:
This patient received bilateral implants in (B)(6) 2015 and had recently developed chronic pain on the right side over the past several months. The surgeon took a CT and the scan showed a loose bone screw in the right fossa component. At the time of the (B)(6) 2018 surgery, it was reported that the most anterior bone screw had backed out approximately half way. The surgeon reported that the fossa component was stable and well-integrated with the bony anatomy and choose not to replace the screw with a 2.3mm diameter safety bone screw.

Event description:
A bone screw in the right fossa component had become loose and was removed.